Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a bles procedure, the patient presented with an infection at the biopsy site. The site reported to have a large amount of purulent drainage. It is unknown if any interventions were needed and no other information was provided.